Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to a pocket hematoma. The right ventricular lead was explanted and replaced due to a rise in capture threshold. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.